Event description:
It was reported that the patient was treated with a gamma nail in 2008. Due to the nail fracturing, a revision surgery became necessary.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.